Manufacturer narrative:
Concomitant medical products: d224drg ICD implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead had fractured and exhibited high impedance, oversensing and noise. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.